Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and hypoglycemia. Customer¿s blood glucose level was 44 mg/dl and treated with food, customer eat something to treat it which cause high blood glucose level of 413 mg/dl. Customer had site issue itching and irritation and they did not receive medical treatment as a result of the site issue. The insulin pump will not be returned for analysis.